Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. Clicking and a locking sensation are also alleged. Update rec'd 9/3/2014- sales rep reported revision surgery. Patient revised to address elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on 9/17/2014. Update 11/21/2016¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the primary surgery notes that as the surgeon was placing the stem, there was a crack in the nondisplaced crack in the calcar. No cables were applied, and the patient was to be treated with limited weight-bearing postoperatively. Medical records report a small greater trochanteric avulsion fracture postoperatively and the patient reported the right hip was occasionally locking up and clicking. The revision surgery notes reported brown stained synovium and heterotopic calcification. Metal ion levels provided were at reportable levels. Adding stem. The complaint was updated on: 12/09/2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot =null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2425036 and 2380026 did not reveal any related manufacturing anomalies. A search of the complaints databases did not identify other reports against the femoral stem. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.